Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.4; laboratory inr: 2.2. The exact time between testing was approximately two (2) hours. Reportedly, the customer was using microsafe tubes. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.